Manufacturer narrative:
A software investigation found that the site used non-medtronic equipment and attempted to navigate with it. This was off-label use and not supported by medtronic navigation. The software functioned as designed.

Event description:
A medtronic representative reported that the surgeon was off by 2mm projection when navigating during a spinal procedure. The surgeon was placing the tip of the probe on the pedicle and it showed him to be "2mm inside of the bone". They were certain the reference frame did not move. Also reported that they've tried numerous probes and tips, and were certain they did not have a tip projection selected in the software. Two longitudinal screws were placed on the left side of the patient. One apt, and pak needle was used with the msb driver pn 7570923. Before the right side was done an ap and lateral fluoro shots were taken. The surgeon noted the screws had gone into the disk canal. The screws were removed, patient awakened from anesthesia and is recovering.